Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the interconnect cable wires were severed between the therapy electrodes. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing therapy electrode non-functional messages.